Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined at this time. The investigation is ongoing. A CAPA was initiated to investigate the root cause of ground resistance test failures. Reference to complaint #: (B)(4)

Event description:
The device was returned to intuvie for evaluation and the pump failed the ground resistance test with a measured value of .107 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.